Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Blood glucose level at the time of the incident was not reported. Troubleshooting was provided but blank display remained. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis. It was not stated if the auto mode feature was in use.

Manufacturer narrative:
Blank display not found during testing. Pump passed the self test, sleep current measurement, active current measurement and displacement test. (B)(4).